Event description:
It was reported that during a robotic laparoscopic sigmoidectomy procedure the arm froze during undocking and strong bleeding was re ported. The procedure was converted to open laparotomy and a blood transfusion was required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic sigmoidectomy procedure the arm froze during undocking and strong bleeding was re ported. The patient had significant bleeding which the surgeon had to convert the procedure to open laparotomy and a blood transfusion was required. The patient's hospitalization was extended, and the patient's life was at risk, necessitating rescue during surgery. There was a 2 hour delay to the procedure. It was reported that earlier in the procedure there was an arm collision, but no alarms were observed. The bleeding and subsequent patient impacts were not related to the arm collision, the arm freezing, nor any other component of the hugo system.

Manufacturer narrative:
Medtronic led an evaluation of the field service notes and associated device data for the reported arm cart assembly (aca) (sn: c24tla1315). Evaluation of the field service notes indicates that the field service engineer (fse) rebooted and tested the arm, which passed calibration and was functional. Evaluation of the device data indicates occurrence of an error message "danger: incorrect arm movement. Check arm for collision or object pushing on arm. Touch dismiss to resume use.". This error is dismissible and suggests excessive external force was applied to the arm while undocking. Dismissal of the error allows teleoperation to continue. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The most likely cause could be traced to excessive external force being applied to the arm while undocking. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic sigmoidectomy procedure the arm froze during undocking and strong bleeding was re ported. The patient had significant bleeding which the surgeon had to convert the procedure to open laparotomy and a blood transfusion was required. The patient's hospitalization was extended, and the patient's life was at risk, necessitating rescue during surgery. There was a 2 hour delay to the procedure. It was reported that earlier in the procedure there was an arm collision, but no alarms were observed. The bleeding and subsequent patient impacts were not related to the arm collision, the arm freezing, nor any other component of the hugo system.

Manufacturer narrative:
Additional information has been received and the following have been updated: b5. Desc evt problem h6. Device codes (fdd/annex a) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.